Event description:
During thoracentesis, the metal stylet broke into two pieces. The introduction of the stylet and catheter was uneventful by an experienced pulmonologist. Both pieces were of the stylet were retrieved and chest x-ray showed no foreign body. The MFR has been notified and the product will be returned for testing.

Manufacturer narrative:
The actual sample involved in the reported incident was evaluated by a product expert and the reported issue that the stylet broke was confirmed. The shorter section remained attached to the white hub, while the longer section was contained within the outer sheath. The longer stylet needle section demonstrated a break point at the base of the hub, inferring the possibility that the break occurred within the assembly at the flexible junction of the white sheath and the base of the blue hub. The stylet needle itself clearly demonstrated damage from physical bending beyond the tensile strength of the stainless steel needle hub. The primary bend (point of break) shows a complete folding of the needle. A secondary bend (yield to strength surpassed) is evident at the base of the white hub-in the same direction of deflection as the primary bend. A review of applicable mfg procedures did not identify any issues that may have contributed to the observed failure mode. All material was received and utilized within approved specs. There were no mfg defects evident in the returned sample. There is no evidence to show that the device was jammed or deformed prior to use. Based on the eval of the sample and the nature and location of the deformation; it appears that the failure occurred during use, resulting in the device failure.